Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas on (B)(6) 2012 inquiring what the correction factor was for the patient. At the time of the call, the reporter informed customer support that the patient hospitalized for a low blood glucose (bg) excursion. The reporter stated the patient's bg dropped down to 45 mg/dl the night prior. There was no mention of symptoms. The patient's mother stated she was unable to bring up the patient's bg on her own and required medical intervention. The patient was treated with IV glucose and was currently on IV fluids. At the time of the call, the patient's mother informed customer support that the patient had a stomach virus for past couple of days, but her bgs were within normal range during period of illness until the night prior. At the time of troubleshooting, the reporter confirmed the pump was set to the correct date and time. The reporter also confirmed that the I:c ratio and targets were correct in the pump settings. Customer support informed the reporter that the patient's isf was set for 1u:25 mg/dl. The patient's mother was surprised at the setting and mentioned she thought the isf should have been set for 1u:100 mg/dl. Customer support advised the reporter to contact the patient's hcp and verify what the patients isf should be set to. It was noted that the basal rates appeared to be correctly set in pump. There were no associated alarms in pump history. Boluses and basals were delivered as programmed and added up to 100%/100% in tdd (total daily delivery). This complaint is being ruled out as a reportable event because the patient was hospitalized and treated for severe hypoglycemia by an hcp while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification. There were no alarms or errors associated to the complaint in the black box or alarm history, only typical usage was observed. The daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates. No hypersensitive keys were observed on keypad. The pump was exercised for 24 hrs with the isf set to 1u:150mg/dl; no changes in the isf occurred during this time period. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.